Event description:
It was reported that after generator replacement surgery the lead was extruding from the generator site. The patient expressed a reluctance to go see the surgeon and intended to put peroxide and tape on the lead/wound. The patient reported that surgery is a strain for his parents. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported extrusion is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received that patient will be having surgery. No surgery has occurred to date. No additional relevant has been received to date.